Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray inspection found the outer coil and inner coil to be compressed and the inner insulation breached at the suture tie impression region. An internal short was found between the inner coil and outer coil conductor paths due to the breached inner insulation at the suture tie impression region. The cause of the reported events was isolated to the breached inner insulation at the suture tie impression region.

Event description:
During implant, loss of sensing was observed on the right ventricular lead. The lead was explanted and replaced. The patient was in stable condition.